Event description:
It was reported that a pt would have her device explanted due to her body "rejecting" the implant. Good faith attempts to obtain additional information including clarification of the event have been unsuccessful to date. The pt's device has not yet been removed.